Event description:
Related manufacturer report number: 2017865-2022-10889. It was reported that a patient presented with dislodgement of the left ventricular (lv) lead and high capture thresholds on the right ventricular (rv) lead. During lead revision, the rv lead helix was unable to advance or retract. The physician elected to explant and replace the lv and rv leads. The patient condition was stable.